Event description:
A health care e-mailed a manufacturer representative (rep) the following: "we had an unanticipated event at bmop today with an hypoglossal nerve implant surgery. Dr. (B)(6) used a [(B)(6)] tunneler per usual and the tip of the tunneler broke off. He had to search for the broken piece and the patient had a lot of blood loss and vascular and thoracic had to come help and affected either the subclavian or jugular vessel. A speak up will be entered after the case is over". This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).